Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had poor coupling. The patient called in because they were having trouble charging their implant. The patient got 8 empty coupling boxes. Troubleshooting was performed. Issue didn't resolve. The patient called back and said the new antenna only worked for about 10 seconds and then it went back to no bars. No patient symptoms or further complications were reported as a result of this event. Additional information was received from the patient. It was reported the patient started shaking really bad and went to the emergency room (ER) and stayed there for several days. They finally got a hold of a representative and they came and resolved the problem. They sent the patient with what they needed and it was fine now. The issue was resolved at the time of the report. No further complications were anticipated.